Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon reamed out the posterior acetabulum even though the model on the robot was showring a green volume indicating there was bone left to ream. This happened on 8/21 and 8/27. The first time it happened, I thought the surgeon had started the reamer on an osteophyte and accidentally kicked of sclerotic bone. Now I believe she is switching anterior and posterior landmarks. The files are too big so I am attaching the logs under my name in the shared drive. This was a tha procedure. Surgical delay fifteen minutes update: the posterior portion of bone was missing in reality but in the model it showed there was a volume left to ream and on the anterior it showed it was deep but it really was not. Approximately 1/3 of the acetabulum was over resected posteriorly.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding inaccurate reaming involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 294 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate reaming. There were 2 other reported event for the listed catalog number: pr1747332 and pr18980725. -conclusion: after reviewing the plan I was able to confirm that haptic allowed the surgeon to ream too far into native bone on the posterior end shown by the red visual in the figure above. A check of all pre reaming pages show that values for registration, bone registration, and checkpoints were with in passing ranges. Per the mps comment about landmarks it is unlikely the surgeon swapped anterior and posterior landmarks as this would cause a very inaccurate bone registration that would be immediately obvious to the surgeon. Its possible that there was some movement in the base tracker or bone tracker due to logged velocity traps. Its also possible that because the surgeon switched from a larger reaming basket to a smaller basket in the application, if they didn¿t choose the proper smaller basket to attach to the end effector this would cause more bone to be reamed then intended. This change in reaming shell size from 50 to 46 occurred in both cases in which this issue was seen. Because this issue was seen on two cases right after another its recommended that the robot be serviced to make sure pm passes. The application however appears to have behaved as intended. Review of surgical plan.

Event description:
The surgeon reamed out the posterior acetabulum even though the model on the robot was showring a green volume indicating there was bone left to ream. This happened on 8/21 and 8/27. The first time it happened, I thought the surgeon had started the reamer on an osteophyte and accidentally kicked of sclerotic bone. Now I believe she is switching anterior and posterior landmarks. The files are too big so I am attaching the logs under my name in the shared drive.this was a tha procedure. Surgical delay fifteen minutes. **update** the posterior portion of bone was missing in reality but in the model it showed there was a volume left to ream and on the anterior it showed it was deep but it really was not. Approximately 1/3 of the acetabulum was over resected posteriorly.